Event description:
A surgical rep reported that during surgery, a system message was displayed. There was a five minute delay and the surgeon was able to complete the procedure with no harm to the pt. This is the second of two similar reports from this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).